Event description:
An aid was standing behind the chair while putting the chair in the upright position, when the consumer allegedly pulled her hand quickly from under the chair. The aid allegedly found a portion of the consumers thumb stuck underneath the chair.

Manufacturer narrative:
The chair referenced based on the serial number provided was part of a field action by invacare that was closed by FDA on 2001. The dealer was updated was with the field action information and is taking action.